Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('bleeding'), muscle spasms ('severe cramping'), menorrhagia ('period blood clot filled, very stringy/abnormal bleeding (menorrhagia)') and dysmenorrhoea ('period very painful') in a 22-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". The patient's medical history included parity 2 and body mass index. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), pain ("body hurts to even walk") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), muscle spasms (seriousness criterion medically significant), menstruation delayed ("loss of period"), dysmenorrhoea (seriousness criterion medically significant), swelling ("entire body is constantly swelling") and abdominal pain lower ("lower abdomen"), experienced general physical health deterioration ("bad health"), alopecia areata ("hair is falling out and thinning, leaving bald spots"), depression ("a lot of depression"), mood swings ("mood swings"), libido decreased ("decrease in sex life") and dyspareunia ("sexual intercourse is painful") and was found to have weight increased ("gained 20 pounds since inserts put in"). The patient was treated with surgery (she underwent a salpingectomy with removal of the essure device, bilateral salpingectomy). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, muscle spasms, menstruation delayed, menorrhagia, dysmenorrhoea, pain and abdominal pain lower outcome was unknown, the general physical health deterioration, alopecia areata, depression, mood swings, libido decreased and dyspareunia had not resolved and the swelling, weight increased and vaginal haemorrhage had not resolved. The reporter considered abdominal pain lower, alopecia areata, depression, dysmenorrhoea, dyspareunia, general physical health deterioration, genital haemorrhage, libido decreased, menorrhagia, menstruation delayed, mood swings, muscle spasms, pain, pelvic pain, swelling, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she sought treatment on multiple occasions for symptoms of pain, swelling and bleeding, among other symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Most recent follow-up information incorporated above includes: on 30-jul-2019: plaintiff fact sheet received patient demographic information and new event lower abdomen and essure confirmation test(s) conducted, specify no were added incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("bleeding"), muscle spasms ("severe cramping"), menorrhagia ("period blood clot filled, very stringy/abnormal bleeding (menorrhagia)") and dysmenorrhoea ("period very painful") in a 22-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2. In (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), pain ("body hurts to even walk") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), muscle spasms (seriousness criterion medically significant), menstruation delayed ("loss of period"), dysmenorrhoea (seriousness criterion medically significant), swelling ("entire body is constantly swelling") and weight increased ("gained 20 pounds since inserts put in"). On an unknown date, the patient experienced general physical health deterioration ("bad health"), alopecia areata ("hair is falling out and thinning, leaving bald spots"), depression ("a lot of depression"), mood swings ("mood swings"), libido decreased ("decrease in sex life") and dyspareunia ("sexual intercourse is painful"). The patient was treated with surgery (she underwent a salpingectomy with removal of the essure device, bilateral salpingectomy). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, muscle spasms, menstruation delayed, menorrhagia, dysmenorrhoea and pain outcome was unknown, the general physical health deterioration, alopecia areata, depression, mood swings, libido decreased and dyspareunia had not resolved and the swelling, weight increased and vaginal haemorrhage had not resolved. The reporter considered alopecia areata, depression, dysmenorrhoea, dyspareunia, general physical health deterioration, genital haemorrhage, libido decreased, menorrhagia, menstruation delayed, mood swings, muscle spasms, pain, pelvic pain, swelling and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: she sought treatment on multiple occasions for symptoms of pain, swelling and bleeding, among other symptoms. Most recent follow-up information incorporated above includes: on 25-jul-2018: plaintiff fact sheet received, event added: abnormal bleeding (vaginal). Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("bleeding"), muscle spasms ("severe cramping"), menorrhagia ("period blood clot filled, very stringy") and dysmenorrhoea ("period very painful") in a (B)(6) year-old female patient (gravida -1, para -1) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), muscle spasms (seriousness criterion medically significant), menorrhagia (seriousness criterion medically significant), swelling ("entire body is constantly swelling") and pain ("body hurts to even walk"). On an unknown date, the patient experienced general physical health deterioration ("bad health"), menstruation delayed ("loss of period"), dysmenorrhoea (seriousness criterion medically significant), weight increased ("gained 20 pounds since inserts put in"), alopecia areata ("hair is falling out and thinning, leaving bald spots"), depression ("a lot of depression"), mood swings ("mood swings"), libido decreased ("decrease in sex life") and dyspareunia ("sexual intercourse is painful"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), muscle spasms (seriousness criterion medically significant), menorrhagia (seriousness criterion medically significant), swelling ("entire body is constantly swelling") and pain ("body hurts to even walk"). On an unknown date, the patient experienced general physical health deterioration ("bad health"), menstruation delayed ("loss of period"), dysmenorrhoea (seriousness criterion medically significant), weight increased ("gained 20 pounds since inserts put in"), alopecia areata ("hair is falling out and thinning, leaving bald spots"), depression ("a lot of depression"), mood swings ("mood swings"), libido decreased ("decrease in sex life") and dyspareunia ("sexual intercourse is painful"). The patient was treated with surgery (she underwent a salpingectomy with removal of the essure device). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, muscle spasms, menorrhagia and pain outcome was unknown, the general physical health deterioration, weight increased, alopecia areata, depression, mood swings, libido decreased and dyspareunia had not resolved, the menstruation delayed and dysmenorrhoea outcome was unknown and the swelling had not resolved. The reporter considered alopecia areata, depression, dysmenorrhoea, dyspareunia, general physical health deterioration, genital haemorrhage, libido decreased, menorrhagia, menstruation delayed, mood swings, muscle spasms, pain, pelvic pain, swelling and weight increased to be related to essure. The reporter commented: she sought treatment on multiple occasions for symptoms of pain, swelling and bleeding, among other symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Most recent follow-up information incorporated above includes: on 15-nov-2017: essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Events ¿pain¿ and ¿bleeding¿ were added as events. Mirena insertion date was updated as (B)(6) 2013 and (B)(6) 2014 was added as stop date. Incident . No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.